Manufacturer narrative:
On 26 july 2016 it was prepared a final report with the information already reported in the initial report. On the same day it was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On 13 may 2016 the medical affairs director performed a clinical evaluation and commented as follows: stem substitution at 3,5 years in a female patient with cylindrical shape of her femurs. Distal load transfer had been taking place and this is evident from pre-revision x-ray. The stem got locked distally and generated thigh pain. This is a known possible adverse event in cementless femoral arthroplasty, particularly in patients with dorr-c type bone morphology. No reason to suspect that the devices were faulty. Batch review performed on 30 may 2016. Lot 110238: (B)(4) items manufactured and released on 04 march 2011. Expiration date: 2016-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Three years after primary surgery, during clinical visit, the patient complained about leg pain and metaphyseal lysis was detected. During the following clinical visit, the patient had more pain even if the lysis was found to be reduced; distal plastic reaction with pseudo-bridge growth. The surgeon decided to revise the stem and the head was replaced as well.